Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations: "zolotarevsky et al 2010 (zimmon pancreatic stent) prophylactic 5-fr pancreatic duct stents are superior to 3-fr stents: a randomized controlled trial. Off label use: temporary prophylactic pancreatic duct stenting to reduce post-endoscopic retrograde cholangiopancreatography (ercp) pancreatitis (pep) in high-risk patients.

Manufacturer narrative:
Device evaluation: the zimmon pancreatic stent, 5fr 3cm, of unknown lot number and rpn involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the journal article, "prophylactic 5-fr pancreatic duct stents are superior to 3-fr stents: a randomized trial." This file was opened for post-sphincterotomy bleeding. Document review: as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zimmon pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use possible for this device, ifu0055-4 which would accompany this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0055-4) ¿to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ the instructions for use possible for this device, ifu0055-4 which would accompany this device, list haemorrhage as a potential complication associated with ercp. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is outside it stated intended use in this case prophylactic use of the device. It can result in outcomes that were never intended to happen and were never studied. In this study, 234 patients consented to participation of whom 78 (33%) at high risk for developing pep were randomly assigned to receive 5fr (n=38) or 3fr (n=40) prophylactic pancreatic duct stents. One patient in each group developed post-sphincterotomy bleeding. This was a result of the off label use of the device which was used prophylactically. According to our clinical adviser the bleeding actually due to cutting the papilla, not due to the stent, but the cutting itself was part of the ercp procedure which resulted in surgical intervention to prevent permanent impairment/ damage. Summary: complaint is based on customer testimony. According to the information reported adverse events included abdominal pain in 17 patients, bleeding in 2 patients and stent migration in 2 patients. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the 19-apr-2021, this supplement report is being submitted to include the investigation conclusions within section h.